Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The battery compartment was alleged to be cracked with moisture or corrosion present. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-nov-2017 with the following findings: during investigation, the battery compartment was found to be cracked from the threads down to the case seal on the side. Moisture corrosion was observed in the battery compartment and on the battery cap. A leak test was performed and a leak was identified in the battery compartment. The pump cover was removed and moisture was found on the boost regulator circuit. Unrelated to the original complaint, the display was found to be blank. (B)(4).